Event description:
A customer reported that when the surgeon attempted to remove the vitrectomy probe from the trocar during a procedure, the vitrectomy probe stuck inside the trocar, causing it to be removed as well. "The procedure ends good thanks of the surgeon handling." Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review. The root cause cannot be determined. (B)(4).